Event description:
On (B)(6) 2012, the patient contacted animas and reported that down arrow keypad button was sticking. The patient stated that when she presses the down arrow keypad button several times, it starts scrolling. The patient reportedly wore the pump attached to a belt and did not clean the pump. There was no patient impact associated with this complaint. This complaint was reported due to the alleged keypad issue.

Manufacturer narrative:
(B)(4): evaluation revealed that the keypad rubber was intact. Evaluation revealed that the down arrow keypad button was hypersensitive. There was evidence of keypad contamination found under the key contacts and the down button keypad contact in shifted over to the right. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.